Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had an unresponsive insulin pump with the screen flashing white. The device would not stop beeping. The patient's blood glucose at the time of incident was 7.3 mmol/l. Troubleshooting was initiated for the frozen display anomaly. The caller confirmed that the time clock was not advancing and that none of the buttons were responding. The customer attempted to reset the insulin pump but the screen would not turn off. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. No frozen display was noted. Unable to perform functional testing including the self test, rewind, seating, basic occlusion, occlusion, force sensor, displacement or verify time clock advance due to the display anomaly. The pump was received with keypad overlay texture damage and minor scratches on the lcd window.